Manufacturer narrative:
B3: date of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a primary audible alarm. There was unknown patient involvement.

Manufacturer narrative:
D9, h3 and h6. Evaluation codes: updated. One device was received for evaluation. Visual inspection found the device to be in good condition. An ¿acu watchdog¿ alarm was found in the event history log. Functional testing was unable to duplicate the reported problem. No evidence of a hardware issue that could contribute to the reported primary audible alarm was found. The faulty speaker was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.